Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket will be revised.

Manufacturer narrative:
Date of event: 2012.

Event description:
A report was received that the patient's ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket will be revised.